Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The general report was in carelink pro showed data for (B)(6) and boluses for the dates of (B)(6). The insulin pump was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. No bolus history anomaly noted during testing. The insulin pump had scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the bolus history was incorrect. The customer's blood glucose was around 400 mg/dl at the time of incident. The customer's blood glucose was 260 mg/dl at the time of call. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that they felt funny with the high blood glucose. The customer stated that the bolus was recorded in the bolus history during troubleshooting. The insulin pump will be returned for analysis.